Manufacturer narrative:
Batch review performed on 15 june 2020: lot 170418: (B)(4) items manufactured and released on 16-jun-2017. Expiration date: 2022-06-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to an aseptic loosening of the tibial tray. The surgeon revised the tibial tray and poly 2 years and 3 months after primary. The surgery was completed successfully.